Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on (B)(6) 2018 because it was "non-functional" and it was indicated that there was a motor stall. There were no additional details available from the healthcare professional. No further complications were reported and/or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and two unknown medications (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the personal therapy manager (ptm) had an error code 8476 (motor stall). The pump was beeping but stopped beeping on (B)(6) 2018. The patient did not experience a fall or trauma. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated a pump reservoir volume discrepancy was noted on 2018-(B)(6). Device interrogation on 2018-(B)(6) revealed the interrogated reservoir volume (irv) was 7.6ml and the actual aspirated volume was 14 ml. It was indicated the event was not related to the implant procedure. It was noted that the pump was explanted/replaced on 2018- (B)(6) (please note: this conflicts with the previously reported information that the pump was explanted/not replaced.). No further complications were reported.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving hydromorphone (750 mcg at 430.50891 mcg/day) via an implantable pump.

Manufacturer narrative:
Product ID 8835, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient contacted the clinic, on (B)(6) 2018, requesting additional oral opioids, as the pump stalled over the weekend. No documentation regarding how the patient became aware the motor stalled. The next day, the patient presented to the clinic where device interrogation revealed a pump motor stall ((B)(6) 2018 at 07:25 with recovery on (B)(6) 2018 at 12:54). The patient reported experiencing withdrawal and increased pain which subsided with additional oxycodone 5mg. The patient reported pain control now, but plan to replace pump secondary to stall and 17 month eri. On (B)(6) 2018, the patient reported the pump stalled again ((B)(6) 2018 at 10:55) and had to use fentanyl patches. It was noted the fentanyl caused sedation and nausea. On (B)(6) 2018, the patient presented to the clinic reporting memory loss, agitation, twitching, and sweating. The provider attributed these symptoms as it opioid withdrawal. The patient was continued on oxycodone 5 mg and started on flexeril for muscle twitching. The pump was explanted and not replaced on (B)(6) 2018. It was noted the pump was returned to the manufacture. It was indicated the event was related to the device or therapy. It was noted the issue resolved without sequelae on (B)(6) 2018.